Manufacturer narrative:
Device manufacture date: the lot was manufactured from october 28, 2022 to october 31, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph did not show evidence of a bladder rupture; however, the photo showed droplets of fluid inside the device housing due to missing film-wrap. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, the bladder would not inflate during fill and the fluid would leak inside the housing. Therefore, the reported condition of bladder rupture was not verified, however, the condition of missing film wrap and subsequent leak was verified. The cause of the condition was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor had ruptured. The balloon burst when filling with sodium chloride 0.9% during preparation. There was no patient involvement. No additional information is available.